Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold noted during follow up on the left ventricular (lv) lead. An xray confirmed the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.